Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil windings in multiple locations. During functional analysis, the ruby coil was able to be cycled in and out of its introducer sheath. Furthermore, the ruby coil was also able to be advanced through a demonstration px slim delivery microcatheter (px slim) without an issue. Conclusions: evaluation of the ruby coil revealed several offset coil windings along the length of the embolization coil. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. If a rotating hemostasis valve (rhv) is not used during insertion of the ruby coil into a microcatheter, the introducer sheath may not seat properly within the taper of the hub, and resistance may be experienced upon advancing the coil. Offset coil windings may further contribute to difficulty when attempting to advance the ruby coil. Further evaluation revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil into another manufacturer's microcatheter, the physician was unable to advance the ruby coil out of its introducer sheath and into the hub of the microcatheter. The physician did not mention experiencing any resistance while attempting to advance the ruby coil out of its introducer sheath. The ruby coil was then removed and the procedure was completed using new ruby coils and the same non-penumbra microcatheter. It should be noted that the physician did not maintain a continuous flush but did flush the microcatheter in between each coil and used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.